Event description:
It was reported, that the patient presented to the hospital for a scheduled pulse generator change out. Prior the procedure, it was noted, that the right ventricular (rv) lead was oversensing noise. Which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.